Event description:
Ventilator power supply unexpectedly goes into battery backup mode. The respiratory care practitioner (rcp) is not aware of crossover of ac power to battery backup because there are no audible alarms until battery is near depletion. The ventilator must then be removed from svc by the rcp and the pt is manually ventilated with a resuscitation bag until another ventilator is brought to the pt's bedside. The biomed dept then is notified to evaluate the ventilator for safe operation and return to ac power. Tech support from mallinckrodt is well acquainted with this problem. They attribute it to line voltage fluctuations. New power supply upgrades have been installed into these ventilators but the problem persists with one of the recently upgraded ventilators. No definitive solution has come from mallinckrodt regarding this one ventilator. Awaiting further communication from mallinckrodt on this issue. As dept mgr, rptr remains suspect of all the pb-760's until a resolution to this problem can be found with a return to reliable functionality.